Manufacturer narrative:
Investigation findings: an evaluation could not verify the reported problem. During testing of the inserter with a returned undamaged anchor, the anchor deployed. This is the first reported incident for this device.

Event description:
It was reported that during hand surgery this insertion gun was in use when the anchor did not deploy and as a result, an alternate product brand was used to complete the procedure. There was no reported injury and a minimal delay to secure the alternate device during this event.